Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the full lead (in portions) was returned for evaluation. Proximal sense ring in trifurcation shows corrosion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported it was reported that the lead was prophylactically explanted and replaced. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.